Event description:
A patient underwent uncomplicated cataract extraction with hydrus microstent implantation in the right eye on (B)(6) 2022. The surgeon experienced some difficulty implanting the device and required multiple attempts in which the microstent appeared to be posteriorly inserted. The surgeon encountered resistance to pushing the device further into the canal and completed the procedure with the microstent transition zone slightly more exposed than typical. The device position was confirmed with gonioscopy and the surgeon noted a slight posterior tilt causing the inlet to contact the iris tissue. The patient has been noted to have an atypical anatomy with possible plateau iris configuration and short axial length, and experienced similar issues with device implantation in the contralateral eye. The patient has experienced ¿mildly excessive¿ anterior chamber inflammation with minimal improvement. Attempts to discontinue iop-lowering medications have led to elevated iop into the 30s with mild corneal edema and significant discomfort. The patient continues to be treated with timolol and durezol. The surgeon initially considered explantation but reconsidered because the patient was ¿understanding and happy¿.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Atypical patient anatomy is a likely contributor to the issues encountered in the case. Refer to mfg. Report # 3016075957-2022-00098 for similar event in the fellow eye. Anterior chamber inflammation, corneal edema, pain, iris-microstent touch, and elevated iop are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).